Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was tightened up. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed an interlock open error message and powered down without command. There is no report of pt injury associated with this event.